Event description:
Customer indicates that several false low psa results, most of which were 0.0, were produced and reported. A physician questioned the results and requested re-testing. Repeat testing results were higher, but still within the normal range of <4.0 ng/ml for all but two of the samples. The repeat testing results on two of the samples were >4.0 ng/ml (6.9 ng/ml and 9.9 ng/ml) and may require additional follow-up. A false low psa result, on a sample with an elevated psa value, could potentially delay a diagnosis and present some health risk to the pt.